Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of anemia in a female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1997, the pt began using super poligrip and fixodent. An unk time later, the pt experienced "hypocupremia resulting in neurological damage with symptoms that include difficulty walking, numbness and tingling in her face, hands, arms and legs, headaches, dizziness and anemia." This case was assessed as medically serious by gsk. Fixodent was discontinued in (B)(6) 2010, and super poligrip was continued. According to the claim, the pt's "injuries and damages are permanent and will continue into the future." Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).